Event description:
On an unknown date in early 2020, the patient was treated for a thoracic aortic dissection using a gore® tag® conformable thoracic stent graft with active control system, lot/serial number unknown. On (B)(6) 2020, it was discovered that the original dissection had extended past the end of the graft, and on the following day, a gore® excluder® aaa endoprosthesis was implanted to extend coverage of the dissection. The patient tolerated the procedure. The physician stated the dissection was a propagation of the initial tear.